Manufacturer narrative:
Siemens customer product support team reviewed system data from rp500 ((B)(4)), and they found an evidence of benzalkonium interference during the suspect sample time on instrument 34973. Customer has been advised not to use benzalkonium wipes. Benzalkonium heparin is listed in the rapidpoint 400/405/500 manuals as a known interferent for both the sodium and potassium (k+) sensor. In addition, under the "cleaning exterior surfaces" section in the manual the following caution is listed: "do not use any solutions containing the benzalkonium chloride ion..." The cause for the falsely elevated sodium and potassium results was due to benzalkonium interference.

Event description:
Customer reported falsely elevated sodium and potassium results on the instrument. There was no report of injury due to this event.